Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet with a dexcom g7 and 23" teflon 6 mm infusion set, leading to increased insulin use and daily cartridge changes; the care team requested a factory reset and initiation of long-acting insulin in addition to the ilet, and the user was guided through a full setup including cgm pairing, cartridge/infusion set replacement, weight entry, and going bionic. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and their clinician. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.